Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar would not open and the customer needed to force the jaws to open. The jaws were on a raytec cloth and not on patient's tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.